Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 54mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a loose battery tube connector. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)